Event description:
Case was a l3-s2 psf with egps and e3d at sarasota memorial with dr. (B)(6). Drb and sm were placed in contralateral psis. We received an error stating that the drb hinge was too close to the sm (this account gets this warning often). This was bypassed due to them being adequate distance away. Scan was obtained and transferred to the robot without any issues. Screws were planned by rep (B)(6) and dr. (B)(6). Robot was brought into the field. Dr. (B)(6) started and l3 and placed screws down to s2. Navigation looked intact throughout entire case. Drb was not hit and offset was continuously low. Deflection stayed in the yellow to low red range during the lower levels due to patients hard sclerotic bone. Dr. (B)(6) used the hs burr, drill, ball tip probe, tap and driver. Pt had previous l4-5 interspinous process fixation device present throughout the spin and screws. After screws were finished robot was taken out of the room and dr. (B)(6) proceeded with the decompression and interbody. Final shots were taken, and it was noted that rl4 was in the superior disc space and ll4 was breached caudally per dr. (B)(6). Screws were removed and not replaced. All other screws were in their planned position.

Manufacturer narrative:
This is being reported for a problem found earlier. Investigation revealed that there was no system malfunction. Investigation of the case logs showed numerous high deflection warnings during screw placement indicating skiving. Excessive force and skiving can lead to the misplacement of screws. Ultimately, the misplaced implants were removed intra-operatively and there was no reported adverse effect to the patient. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.